Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please confirm how many sutures broke during surgery? Was there any adverse consequence associated with the patient? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a wound closure procedure on (B)(6) 2022 and suture was used. At 16:42, the patient underwent surgery. At 16:50, the patient was given an examination of the soft birth canal. It was found that the perineum I was lacerated and needed to be sewed. After two stitches of suture were used to sew the muscle layer, the suture was found to be broken from the tail of the needle when the third needle was taken out. Changed to another one to continue the surgery. After the examination suture was intact, the doctor continued to sew the perineum wound. The patient's wound was well sewed. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: 8/9/2022 additional information was requested, but unavailable: - could you please confirm how many sutures broke during surgery? - was there any adverse consequence associated with the patient? ¿¿ all answers above are unobtainable. Once there is any update, we will update the information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.